Event description:
Call from (B)(6) cnss stated that patient called her with leaking cadd tubes (total 5 tubes) lot number 3714314. Are the tubes available for investigation? No. Does the patient have functioning tubes on hand? Yes. Will the patient be sent new tubing? Yes. Reported to (B)(6) by: health professional.